Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was evaluated and the reported condition was duplicated. Evidence indicates this is due improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.(B)(4).

Event description:
Report received from the USA regarding a foot control device in which the device had a "broken switch going to the irrigation port." It was unknown to the reporter in the foot control device was used in surgery. It was unknown to the reporter if injuries or medical intervention were reported. No additional information is avaiable.